Event description:
The user complained the results for the first run on some samples were low, then when repeated the results were normal. The user provided data for two patient samples. Sample 1 initial tsh was 0.049 uiu/ml. The user repeated testing because the "sample looked suspicious". The repeat tsh result was 3.01 uiu/ml. Sample 2, male, (B)(6) initial tsh result on (B)(6) 2010 was 0.048 uiu/ml and result was ft4 <0.023 ng/dl. The doctor called questioning the result and the sample was repeated. The repeat tsh result was 2.14 uiu/ml and the repeat ft4 result was 1.06 ng/dl. The patients were not harmed because of the erroneous results. The tsh reagent lot number was 15711803. The ft4 reagent lot number was 15698003. The field service representative stated the user found two of the rd5 sample racks were damaged, allowing the tubes to sit at an angle and caused the s/r tip to hit the side of the tube as it sampled. The user replaced all old sample racks with new ones and has been running without errors since. To verify the analyzer operation, he ran performance tests with all results within range.